Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2018, the recipient was hospitalized. The infection was controlled. The recipient was discharged.

Manufacturer narrative:
The recipient's infection and wound has reportedly healed.

Manufacturer narrative:
The recipient's infection reportedly did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The recipient's infection is now healing.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the test performed. This is the final report.